Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient¿s stimulator has not worked for some time (for a couple of years) and that it is a long and complicated story, but she plans on getting it out. The patient wanted to have an MRI and was wondering if she could get one if it is not working. There were no further complications reported or anticipated.